Event description:
It was reported that the terminal pin broke off the right ventricular lead. The lead was not used and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces, the connector portion measured 8.0cm and the distal portion measured 50.1cm. The reported event of ¿terminal pin on ICD lead broke off lead¿ was confirmed. Visual inspection of the lead found the connector pin, connector cap and inner coil were pulled out of the connector assembly. The cause of the reported event was isolated to procedural damage.

Event description:
New information noted that the terminal pin broke off the lead during procedure.